Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 70-159mg/dl fasting. Verified the strips expired 4/30/2018. Customer confirms the strips have been stored in the bathroom and were first opened 10/16/2014. Reviewed meter memory: (B)(6). Customers concern with 361mg/dl, 327mg/dl, 296mg/dl. Customer ran a blood glucose test on meter (B)(6) at 12:18am and got result 327mg/dl. Adverse event not reported.